Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. Visual examination of the cannula noted that it was misshapen. There was difficulty inserting the trocar into the cannula. The root cause of this condition was determined to be the result of a component received from a supplier. Manufacturing actions have been implemented to prevent recurrence of this condition. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a lobectomy procedure. Tried to insert the obturator into the sleeve, but there was resistance. Stopped using it and opened another device. Had difficulty to insert obturator into the sleeve again, but eventually could insert it. The procedure was completed with the port. There were no patient issues.